Manufacturer narrative:
B5- corrected "longer length lens/low vault" to "shorter length lens/excessive vault." Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -6.50/3.5/081 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was replaced with a shorter length lens in a second surgery on (B)(6) 2021 due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -6.50/3.5/081 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was replaced with a longer length lens in a second surgery on (B)(6) 2021 due to low vault. This resolved the problem. Cause of the event is reported as unknown.